Event description:
A sterile tibia plate was received with a hole in the package.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A manufacturing evaluation was conducted. It is noted that the outer plastic seal is damaged; the cardboard box shows a slight scratching mark. It is unknown when and where in transit the damage happened. A conclusion cannot be determined.